Event description:
It was reported when using the bd largebore 8 inch ext vlv, the product experienced a clogged/blocked device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: today, while trying to start an IV, I found two in a row that would not flush. It seems that the luer lock does not activate the needle-free valve, and we are therefore unable to prime/flush the tubing.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that the smartsite would not flush / prime. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 20059e lot number 21119714 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05nov2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Even though no sample/photo was received and failure could not be confirmed, a CAPA (corrective action preventative action) 1998036 has been initiated to investigate the customer¿s reported failure mode. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. H3 other text : see h10.

Event description:
It was reported when using the bd largebore 8 inch ext vlv, the product experienced a clogged/blocked device. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: today, while trying to start an IV, I found two in a row that would not flush. It seems that the luer lock does not activate the needle-free valve, and we are therefore unable to prime/flush the tubing.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.